Manufacturer narrative:
(B)(4). B5: describe event or problem - additional g3: date received by manufacturer - additional g6: follow-up number - additional h2: if follow-up, what type - additional h3: device evaluated by manufacturer - additional h6: event problem and evaluation method codes - additional.

Event description:
It was reported that signal loss occurred frequently between (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.